Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) level was ¿high¿ on the continuous glucose monitor graph and meter, customer believed the bg was greater than 500 mg/dl. Elevated blood glucose levels were addressed by correction injection via manual insulin injection and pump.